Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part#319.006 lot#7688515, release to warehouse date: (B)(6) 2014, expiration date: na manufactured by synthes (B)(4), is now considered the manufactured site. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery due to a broken hand, side unknown. During the procedure the surgeon was measuring with the depth gauge from a module mini-frag. The depth gauge broke into two pieces. The pieces were easily retrieved without additional medical intervention. There were no fragments left in the patient and the procedure was completed with a back-up instrument. There was a surgical delay of thirty seconds. The surgery was successfully completed. The patient status outcome is stable. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the depth gauge broke into two pieces. The repair technician reported the tip broke off. ¿tip broken¿ is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The service and repair evaluation confirmed the complaint condition. The item was forwarded to synthes customer quality for additional investigation. The results of the additional investigation are pending completion. Mrn reported in error. Patient initials are (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
On 08/08/2016 product received in (B)(4) on 08/08/2016, capture correct received date of 08/08/2016 not 07/07/2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. One depth gauge for 2.0mm and 2.4mm screws (part # 319.006, lot # 7688515) was returned for investigation. The device was received in multiple pieces. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was not returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during use. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.